Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical germany. The customer's report was duplicated and attributed to the test port pins. The test port pins will be replaced to resolve the report once the repair estimate is approved by the customer. The device will be recertified and returned to the customer. Anaylsis of the reports of this type has not identified an increase in trend. This is a malfunction which only impacts self-test portion with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability.